Event description:
Tip of fiber broke off in patient and user retrieved it.

Manufacturer narrative:
The returned fibers had a break at 324cm from the proximal end with the distal end missing. It appears the exposed glass fiber was broken during the procedure. The bend radius of the 600 micron fiber is stated in the instructions for use that accompanies each packaged fiber. The returned fiber design and materials met the design specifications and there was no evidence that the fiber malfunctioned due to material or design defects. Cannot determine the root cause based on the information provided.